Event description:
Per the clinic, on (B)(6) 2013, the patient experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed december 16, 2013.